Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction and the iab was inserted via the patient's femoral artery. As the md was advancing the iab into the sheath, the iab became stuck. As a result, the iab and the sheath were removed as one unit. The md requested another iab and this iab was inserted without incident. There were no reported patient complications or injury.